Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed via product return. Visual examination of the returned product identified signs of previous use. There are scratches and gouges on the device strike plate. There are also gouges on the blue poly impactor tip. The blue poly tip is cracked and fractured, and the piece that fractured off the tip was not returned. The device was sent for further analysis. The failure mode for the device presented is likely either overload or low cycle fatigue culminating in overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the surgeon identified a plastic fragment in the wound after implanting the glenoid. The piece was examined and determined to have fractured from the impactor tip. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The correct surgical technique was used. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.